Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the device became stuck on the barcode screen, and when trying to pull out an item it's trying to get the nurse to scan but it is stating it's the wrong item. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the device became stuck on the barcode screen, and when trying to pull out an item it's trying to get the nurse to scan but it is stating it's the wrong item. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 upon investigation of the actual device used in this incident, it was determined that the station was stuck on barcode screen while trying to retrieve medication. A technical support specialist found that the application was timed out before remoting in, which caused the customer to log out automatically.